Manufacturer narrative:
The lot number for the reported malfunction was not provided, therefore, a lot history review could not be performed. The device was not returned for evaluation, however medical records and images were provided and reviewed. Therefore, the investigation is confirmed for perforation of inferior vena cava, filter tilt and filter limb detachment. Based on the available information, the definitive root cause is unknown. The device is labeled for single use.

Event description:
A review of the reported information indicates that model rf048f vena cava filter allegedly perforated, detached and tilted. The information was received from a single source. One patient was involved with no reported patient injury. The patient is (B)(6) years old whose gender and weight was not provided.